Event description:
The initial reporter alleged a result discrepancy with the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 6800 instrument. A sample tested on (B)(6) 2023 with the cobas mpx assay generated a reactive result for hepatitis b virus (hbv) with a cycle threshold (CT) value of 36.6. The reactive result showed a robust, sigmoidal growth curve. Serology testing for the same sample was non-reactive. The sample was repeated on (B)(6) 2023 with the cobas mpx assay, and the result was non-reactive. Serology testing was again non-reactive. The donation was blood and was discarded.

Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay was performing within specifications. The reactive hbv result from (B)(6) 2023 showed a robust, sigmoidal growth curve, indicative of true target amplification. The positive control for hbv also demonstrated robust and sigmoidal growth, confirming proper assay functionality. The most likely explanation for the observed discrepancy between the reactive and non-reactive results is related to the assay's limit of detection (lod), where such variability can occur depending on the viral concentration in the sample. In this case, the findings are consistent with a potential occult hbv infection, where serology may remain non-reactive, and nat results may vary based on viral load. The donation was discarded, and no harm or delay in treatment was reported.